Event description:
Oversedation requiring intervention and transfer to ICU. Rph notified 4/8; history already cleared on pump. Preliminary test by rph: pump seemed ok. Second rph tested pump on 4/15: seemed ok. Biomed called on 4/22. Preliminary test - "pump is ok." Took pump on 4/23 for further testing. Incident report to MFR 4/22. (Telephone). Biomed returned pump 5/1. "Satisfactory condition within factory spec."